Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin pump was exposed to water. The customer reported that she received a button error alarm. The customer's blood glucose was 423 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.